Event description:
Related MFR ref 3005188751-2014-00014, -00015. During a paroxysmal atrial fibrillation ablation procedure, the patient developed complete heart block. The patient had a pre-existing left bundle branch block prior to the start of the procedure. While the physician was performing a transseptal puncture with a brk transseptal needle and transseptal introducer, the patient developed complete heart block. A non-sjm catheter was placed in the right ventricle to provide emergency pacing while a temporary pacing lead was placed. The patient was stable.